Event description:
Catheter has been in use approx 1 month and nurse has noticed foaming in the arterial chamber. On 5/4/98 a pinhole was detected in the catheter. The adaptor was changed and the device was saved.